Manufacturer narrative:
The device will not be returned for eval. A device history record review was not possible as the associated lot/serial numbers were not identified in the report. A follow-up report will be filed if more info becomes available.

Event description:
Refer to medwatch number 1219856-2007-00121 for the first event involving this pt. It was reported that the md prepared the iab per instruction. A sheath was inserted and the md began advancing the iab through the sheath. The iab became stuck in the sheath. As a result, the md removed the sheath and iab as one unit. The patient expired at 2:35 due to a hemorrhage that could not be stopped. The hemorrhage was located directly on the insertion site.